Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00626.

Event description:
It was reported that, abg ii stem was explanted due to adverse local tissue reaction.